Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. Per reporter there were no air bubbles in the line. It was reported that the cassette was reattached and during the start up test, the pump alarmed no disposable again. No adverse patient effects were reported. Per reporter no further information is available.